Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeled off. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The dso sensor was non-functional. The dso sensor and dso seal were both replaced to address these issues.

Event description:
It was reported that the pump repeatedly displays a cassette error. There was no reported patient involvement.